Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6)-2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. The onset of my complaint started on immediately. This is a list of my side effects and symptoms that I have experienced due to essure: fatigue, joint pain, feeling of "aliens clawing at my insides," intermittent cramping in these months following the procedure. Not only do I have these symptoms following the implantation of essure, but it did not work as it was supposed to. Following the confirmation tests at 3 months and again at 6 months post implantation, radiology results indicate that the essure coil did not scar the right fallopian tube and is not functional as birth control.

Event description:
(B)(4). Further explanation: I was implanted essure in (B)(6) 2014. The product was explained to me as permanent birth control, easy, and effective and during the procedure I would be awake and experience and "mild to moderate discomfort. And" it was supposed to take 15-20 minutes. It was 40 minutes of excruciating pain, while the doctor attempted to insert the coils into my fallopian tubes and had trouble inserting the coil into the left side. I was reminded to breathe, so I would not faint during the procedure, by a caring nurse. It was the most painful experience of my life, thus far. Following the procedure, I felt a strange feeling that I can only describe as aliens or squirrels clawing at my insides on either sides of my body, in the region where these coils were implanted. This is a list of my side effects and symptoms that I have experienced due to essure: fatigue, joint pain, continuation of the and "clawing and" feeling, intermittent cramping in these months following the procedure. I have experienced extreme back pain at the onset of my monthly cycle. Not only do I have these symptoms following the implantation of essure, but it did not work and will never work for me as birth control. All of this occurred for nothing. Following the confirmation tests at 3 months and again at 6 months post implantation, radiology results indicate that the essure coil did not scar the right fallopian tube and is not functional, and will never be functional, as birth control. I have read reports that the coils can migrate, and since this right coil has not scarred, I am anxiously awaiting symptoms that reveal that it has migrated and punctured organs in my body. I have two foreign objects implanted into my body for, basically, no reason at all. This is not reliable birth control and is damaging to women's bodies and lives. My husband and I are now left to find another form of birth control.